Event description:
It was reported that during the procedure, the microcatheter burst as contrast was being injected using a power injection device. The microcatheter was removed from the patient and the procedure was completed with a second microcatheter. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications upon release. The device was not returned for evaluation. From the information provided, the device was being used at an acceptable flow rate in accordance with the directions for use. Based on the information provided and the investigation, it was determined that the reported event was most probably due to operational context. This device was originally reported in manufacturer report # 2134265-2009-04216. The user facility provided the lot number for the device and this identified the device as a renegade hi flo microcatheter for use in the neurovasculature.